Event description:
A report came in that a vns patient had high lead impedance >10000 ohms. The patient was referred to see their surgeon. There was no reported trauma or manipulation by the family. The patient went to surgery on (B)(6) 2012. X-rays were taken but not provided to the manufacture for review. At the case troubleshooting was done and when the surgeon reseated the set pin into the header of the generator there was normal impedance. The system test was run multiple times and impedance was fine so the lead was not changed, the lead pin was just reinserted. There were several normal diagnostic results at the neurology office and patient had been titrated up to 2.25ma before the high impedance was first noted.

Manufacturer narrative:
Operator of device corrected data: updated to patient. Type of report: omitted 30 day on initial MDR.